Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a refill session the pt experienced an overdose with sedation. The pt was given narcan and responded. The pt was being kept under observation. It was noted that the pt was feeling well during the refill and had no symptoms until after the refill was performed. There were no alarms and programming was correct. Prior to the refill the actual residual volume was 12 ml and the expected residual volume was 5.7 ml. The healthcare professional indicated that typically there is a 2 ml discrepancy at refills. Per the reporter, the pump has flipped more than once; at the time of this report the pump was not currently flipped. A revision was planned. The pump was used to deliver hydromorphone, clonidine and bupivicaine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.